Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Blood glucose level was 22.4 mmol/l. Customer reported that the insulin leaked from infusion set at night. Customer was able to change the infusion set. Customer declined to check possible site or insulin pump issue. No further details given. Insulin pump will not be returned for analysis.